Event description:
The dealer states this tdxsp power base has an any system tilt and elevate seating system. The dealer alleges the wiring melted and touched the frame. No injury is alleged.

Manufacturer narrative:
Incident involved an invacare power wheelchair base onto which a non-invacare power seating system was installed. Invacare did not perform the installation. Wheelchair was inspected by the seating system MFR who has concluded that their device was not at fault. Invacare has received and inspected the wheelchair. Damage to the wiring is extensive with some wiring elements missing from the device. The damage present and missing elements prevents a definitive root cause determination. However, the inspection reveals that the seating system harness, a bundle containing multiple conductors, was connected to the wheelchair's motor controller in some fashion. The controller was undamaged. The seating system wiring, motor controller and motor wiring appear to have been bundled and tie wrapped together in one large bundle. A fuse that is part of the seating system harness did activate. The wheel chair's electronics are equipped with over current protection. How the seating system was connected to the invacare electronics and the level of protection provided by the seating system MFR's single fuse is unk. Given the missing elements described, other unk wiring, modifications cannot be ruled out. If additional info is obtained a f/u will be provided.